Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A patient who underwent a total hip arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
Investigation results concluded that no devices or photos of the devices were received; therefore, the condition of the components is unknown. The product number and the lot number were not provided; therefore, the complaint history, manufacturing date, the device history records and the field age of the device could not be determined. Insufficient information was provided to perform a complaint history search. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.